Event description:
It was reported that the patient underwent a posterior cervical decompression and fusion using rhbmp-2/acs and supplemented with lateral mass screw fixation (non-medtronic). The patient reportedly developed a collection of fluid under the muscle plane posteriorly that resulted in compression of the neural elements. A surgical intervention was performed on pod4. When the surgeon incised through the fascia, brownish tinged fluid "shot out." There was no dural leak apparent per valsalva maneuver. No epidural blood was observed, just fluid.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.